Event description:
The customer called philips to report that their multimeasurement server (mms) from ICU bed 901-3 did not generate a low nibp alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.